Manufacturer narrative:
The sensor was not inserted during the initial visit because hcp discovered later that sensor had remained inside the insertion tool. A second procedure needed to be performed later to insert the sensor. The sensor was successfully inserted on (B)(6) 2025.visual inspection of the returned sensor holder showed no anomalies. The inspection of the insertion tool revealed that all the measurements were within specifications. The sensor loading procedure was executed 3 times with 3 different well-known good sensors and the returned insertion tool and sensor holder, and no difficulties were observed. The insertion tool was able to grip the sensor from the sensor holder and successfully release the sensor during the 3 repetitions of the process. There was no difficulties moving the insertion tool slider. Since the insertion tool assembly is constrained for an extended period between manufacturing and usage, there may potentially be initial difficulty in moving the thumb slider that eases after a couple to-and-fro motions. Based on the investigation, the reported issue is likely attributable to user error. B4. Date of this report 01 august 2025. G3. Date received by the manufacturer? 01 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Event description:
Senseonics was made aware of an incident where the sensor was not inserted during the initial visit because hcp discovered later that sensor had remained inside the insertion tool. A second procedure needed to be performed later to insert the sensor.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.